Event description:
Caller indicated the glucocard x-meter was giving variable readings. Caller stated that when taking test husband will get results of 575 he will retest and gets reading of 275, retests again and will get result of 89 all within 10-15 minute window. Caller stated that she attempted to perform a control test multiple times and that she gets e6 error, unable to get a reading on the control solution as it is expired. Educated on getting new solutions every 90 days. Also educated on proper storage of test strips, as she is storing them in a drawer in a table of the kitchen. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No performance failure detected.